Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and could not replicate the reported issue. The system performed as intended and all tests passed. The system is fully functional. No parts were prelaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that when moving the emitter cable and not the emitter on the navigation system, it will stop tracking the patient tracker and instruments. Once it is settled in one position it begins tracking again. There was no patient present when this issue was identified. No additional information is available.